Event description:
Patient was revised to address pain. During the revision, surgeon removed "a fair amount" of blackened tissue and found that the proximal femur had resorbed quite a bit. Osteolysis was found.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain. During the revision, surgeon removed "a fair amount" of blackened tissue and found that the proximal femur had resorbed quite a bit. Osteolysis was found. Patient is experiencing pain, elevated levels and can't lay down. Update rec¿d (B)(6) 2013 from outside counsel ¿ patient experienced a dislocation in (B)(6) 2012. Patient is scheduled for revision surgery on (B)(6) 2013. Update: litigation papers received (B)(4) 2014. Litigation alleges tissue damage, bone damage, fluid build-up and weakness. Part and lot information has also been provided.